Event description:
During baxter's functionality testing of a spectrum infusion pump, it had no audio output. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During functionality testing of the device, it was found to not have audio function. The eval found the backflex was not correctly secured to the input/output printed circuit board (I/o pcb). The I/o pcb was also found to be damaged. The I/o pcb was replaced and the connection was secured.